Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent difficulty charging the pump with the usb cable and wall adapter. The customer's blood glucose was 130 mg/dl. Reportedly the customer would continue to use the pump for insulin therapy.